Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An incident occurred with an a1059 mayfield skull clamp which was described as a loss of pressure at the torque knobs during a posterior fossa craniotomy. The pt was placed in skull clamp by one of the residents with the neurosurgeon present, at 60 pounds of pressure and was flipped into a prone position. Afterwards the clamp appeared to be loose and was measuring at 40 pounds of pressure. The physicians suspected that the pt had bilateral skull fractures and was sent for a CT scan, however the results are unk. The length of time the clamp was in use before the event(s) occurred and whether a revision was required were both answered unk. It is unk if the pt recovered from the injury. Mayfield (a1072) adult disposable pins were used during this procedure.